Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to changes to soft tissue and/or patient anatomy. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 11 years post initial right reverse total shoulder arthroplasty (tsa), revision was performed due to instability. The surgeon removed the 38+0 liner and replaced it with a 38+2.5 constrained liner. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 2747372 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 2767265 320-01-38 - equinoxe reverse 38mm glenosphere, 2842715 320-10-00 - equinoxe reverse tray adapter plate tray +0, 2838485 320-15-01 - eq rev glenoid plate, 2696350 320-15-05 - eq rev locking screw, 2815252 320-20-00 - eq reverse torque defining screw kit, 2835370 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 2835375 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 2835294 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, 2798530 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.